Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the green image was due to a broken charged coupled device (r-unit). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited a green image. There was no patient involvement.